Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure and upon unclamping, the patient experienced right sided motor loss and garbled speech. The physician informed that the patient had an embolic stroke. Additional information indicated that p2y12 platelet function test results were normal, the patient was hypertensive, and no additional intervention was performed. At this time, it is unknown if the patient's symptoms have completely resolved. This report is being submitted out of an abundance of caution, as it is unclear if the adverse event was related to procedure issue, patient's non-compliance to medication, or a silk road medical device.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to procedural issues, patient's non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.